Event description:
Patient reported a leak in the transfer set which was put in place in 2004. The leak was discovered near the tubing clamp. The dialysis nurse stated that the set was changed, but no injury or medical intervention was involved.

Manufacturer narrative:
A device sample is anticipated but has not yet been received for evaluation. A follow-up report will be submitted when the evaluation is completed.